Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an abs-10062t arthrex angel cprp & bma tray had a crack in the filter of the angel bma kit around the neck area, causing the filter to fully break as the syringe was injecting bma. Nothing broke off inside the patient. The case was completed successfully with no further information. This was discovered during a scope procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.